Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer parent reported via phone call indicating that the customer was hospitalized for diabetic ketoacidosis with a blood glucose level of 400 mg/dl. The customer was treated for their blood glucose in the intensive care unit. The customer was taken off the insulin pump during their hospital stay but when the customer was reconnected to the device their blood glucose went back up to 400 mg/dl. As a result the customer was taken off the insulin pump. The caller stated that the insulin pump died leading up to the event. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.